Event description:
Information received by medtronic regarding adverse events in patient following cryoablation procedure performed (B)(6) 2013: (B)(6) 2013 - urinary tract infection (uti): patient presented to office complaining of burning with urination, foul smelling urine, fatigue, chills and fever. Urinalysis confirms a uti. Treated with bactrim, uroxtral and ciprofloxacin. Event resolved on (B)(6) 2013. (B)(6) 2013 - shortness of breath, supra therapeutic inr: subject admitted with shortness of breath, urinary tract symptoms. IV diuresed with 1l of fluids. Per echo no constriction or tamponade. CT done; no pulmonary embolism. Per EKG, patient in normal sinus rhythm. Discharged on (B)(6) 2013. (B)(6) 2013 - non-st elevation myocardial infarction: subject was admitted with pain, syncope and epigastric discomfort. Left heart catheterization showed a complex lesion at the right ventricular branch. Successful percutaneous coronary intervention (pci) of the right coronary artery (rca) with drug eluding stent. Subject after intervention and stenting of the rca on (B)(6) 2013 had some intermittent chest discomfort, successfully treated with nitroglycerin. No elevation of cardiac enzymes or EKG changes. Treated with artovastatin, bisoprolol, plavix and enoxaparin. This event resolved on (B)(6) 2013.

Manufacturer narrative:
The device is not available for investigation; it was discarded after the procedure. Bin files and failure files from the case were analyzed and did not show any system notices for the date of event. Bin files also showed that at least 15 injections were performed with the catheter. There was no indication of product malfunction.

Manufacturer narrative:
The device is not available for investigation; it was discarded after the procedure. There was no indication of product malfunction.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.